Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 436 (mg/dl) and "less than trace amounts" of ketones. Customer administered insulin injections with insulin from the same vial used to fill the pump cartridge; however, bg levels remained elevated. System check with tandem technical support indicated pump was performing as intended. Customer administered an insulin injection with insulin from a new vial and bg levels decreased to 225 (mg/dl). Customer declined additional follow up.